Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (different model) patient outcome: 102: intubation. Event description: per cnf, it was reported that: event; occurrence of health problems. Please provide details of the health problems observed in the patients; perforation in the distal part of the lspv. What are the details of the events leading up to the outbreak of the health hazard? After septal puncture with the vcc, the patient vomited blood upon removal of the igel after the procedure. Please provide details on the treatment of health hazards that have occurred.; the patient was intubated, and oxygen saturation was stabilized. Further details are unknown. What was the patient's condition after the procedure? The patient's condition was stable. What was your physician's opinion on the cause of the health problem occurrence? The physician stated that the j-tip of the vcc may have gotten caught in tissue due to being inserted too far. Another physician stated that it might have been caused by the fara guidewire. The exact cause was unknown. Did you have any problems with the appearance or functionality of the product? None in particular. Was there any other catheter in the heart at the time of the health problem? Were there any resistance during manipulation/removal of the catheter? It was reported that there might have been a sensation as if something had gotten caught. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account". Physician comments: patient outcome: adverse event. Infected: unknown. Generator/controller: ablation. Catheter used: other used: event date: 2025-11-20. As reported device codes: 2099: no known device problem. As reported patient codes: 9216: perforation, cardiac, 9306: vomiting.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.